Event description:
It was reported that during a procedure to treat a lesion in the proximal left anterior descending artery, a 3.0x15 rx promus stent delivery system was advanced and the balloon was inflated. After inflation, the stent was not seen on angiography. It was then found that the stent had dislodged and was attached to the stylet during device preparation; therefore, there was no stent on the stent delivery system when the device was advanced into the anatomy. An intravascular ultrasound (ivus) was performed and based on the results, the physician decided not to stent the lesion. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: prior to using the promus everolimus-eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.